Event description:
It was reported that during the final months (noted as at least 2 months), the patient's neurostimulator was shutting down periodically. Although the device battery was noted as getting low, the physician felt that it should not have been turning off automatically. The device was explanted and replaced. The patient recovered without sequelae.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.